Event description:
It was reported that during an angioplasty procedure, fracture was allegedly observed in the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter and no anomalies noted to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon, and a pinhole rupture was noted to the proximal end of the balloon. No other functional testing was performed. One video was provided and reviewed. The video shows the ultraverse 035 device held by a health professional. The balloon is seen being inflated, but liquid is seen streaming from the proximal end of the balloon. The source of the leak cannot not be determined. No other anomalies noted. Therefore, the investigation is unconfirmed for the reported break as there was no break noted on the device. However, the investigation is confirmed for the identified pinhole balloon rupture as there was a pinhole rupture was noted to the proximal end of the balloon during inflation of the returned device. Hence, the source of the leak seen in the provided video is determined to be from the pinhole rupture. A definitive root cause for the alleged break and identified pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via the brachial access, the catheter shaft allegedly had a break. There was no reported patient injury.